Event description:
During removal of the spinal drain, a segment was retained of the catheter tip despite initial smooth withdrawal of the catheter without resistance and without excessive force. It was found that the retained fragment was at l3-l4. It was removed surgically. Johnson & johnson.